Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged and exposed to moisture. The customer¿s blood glucose was 266 mg/dl at the time of the incident and current blood glucose is 239 mg/dl. The customer declined troubleshoot for high blood glucose. The customer was reported that the insulin pump had little crack on the screen and moisture was present in the screen. It was also reported that while blousing insulin pump od customer started to dim and customer was not able to see the screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. However, moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Device received with cracked lcd window.